Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter "somewhere inside of the distal luer" of a small volume infusor. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from september 21, 2021 - september 22, 2021. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed a black mark, measuring 0.89 square mm. The particle was not in the fluid path because it was embedded in the distal luer. The black mark was identified to be polycarbonate material via fourier transform infrared spectroscopy (ftir) test, which is the raw material of the luer body (distal luer) . The reported condition was verified. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.